Event description:
A physician reported that an ophthalmic console was suddenly shutdown on its own before cataract surgery. The surgery was completed after restarting system. The patient impact was not reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and confirmed and replicated the reported event. System message (sm) [abnormal system shutdown] was also observed in the system's event log. To resolve the issue, the nonconforming host module was replaced. The system was then tested and met all product specifications. A system non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was opened to address a previous shut down event. The root cause was attributed to a nonconforming power supply. The root cause of the reported event is attributed to the nonconforming host module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).